Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient came in for a catheter exchange. The catheter was checked after removal and a leak was noticed in the blue hub at the end of the venous lumen. The catheter was removed and replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample returned for evaluation was one 23 cm glidepath catheter major deformation is present within each extension leg. Diametrically opposed and slightly longitudinally offset pinholes are visible approximately 2.5 cm distal of the blue luer¿s oversleeve. Therefore, the investigation can be confirmed for fluid leak due to damage. While the confirmed damage is consistent with a guidewire's presence during clamping and device placement, a definitive root cause could not be determined based upon available information. It is unknown if other procedural factors contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The IFU states, ¿4. Flush each lumen with heparin solution prior to insertion and clamp the extension legs. If using stylet, do not clamp the arterial (red) lumen until the arterial insertion stylet and guidewire are removed. Clamping will kink the stylet and prevent guidewire passage."

Event description:
It was reported the patient came in for a catheter exchange. The catheter was checked after removal and a leak was noticed in the blue hub at the end of the venous lumen. The catheter was removed and replaced with a new device. There was no reported patient injury.